Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during incoming inspection, the seal on the sterile package was found weak. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the reported device has a defective seal. Device history record was reviewed and no discrepancies were found. The root cause of the event is attributed to the design of the device. Corrective / preventive actions related to the reported event have been previously addressed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.